Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being unable to push insulin through tubing using insulin pump. Customer reported that someone had recently assisted in setting up new insulin pump. Customer did not receive a no delivery alarm. Customer reported that blood glucose was 650 mg/dl. Customer reported that a few years prior there was a hospitalization with blood glucose of 750 mg/dl. No more information could be obtained as call was disconnected.